Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had flow blocked alarm. Customer stated that they was able to clear the alarm by selecting rewind. Customer performed fill tubing and stated insulin did not exist. The trouble shooting was performed. No harm requiring medical intervention was observed. The insulin pump will not be returned for analysis.